Manufacturer narrative:
The synchroseal has been returned and evaluated by the failure analysis (fa) team. The instrument was found to have a broken snake wrist cable at the distal end. The broken cable did not affect functionality or intuitive motion. Failure analysis found the failure of cut electrode. Thermal damage to be related to the customer reported complaint. Visual inspection found the cut electrode to have an indented surface of the electrode. There was no material missing. This causes the jaws to pass energy inconsistently to the tissue. The instrument was placed on in house system and passed engagement and recognition tests. The seal test was performed and passed 3 out 3 attempts. Review of the msc logs showed one "e-100 error: recoverable error: instrument cut electrodes shorted". Energy logs showed one "cut electrodes shorted." Root cause is attributed to component failure. The instrument was found to have the jaw cover torn. The tears measured roughly 0.1725" x 0.1260". The jaw cover torn and there may be missing pieces, but the size of the missing pieces cannot be confirmed. There are no signs of thermal damage present at the end of any tears of the jaw cover. Root cause is attributed to component susceptibility to damage.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm synchroseal had a frayed cable. The procedure was completing as planned with no reported injury.